Manufacturer narrative:
Upon receipt, the pacemaker was electrically analyzed confirming the clinical observation. The implant was neither interrogatable nor was any output signal present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly revealed burn marks on the electronic module. The kind of damage clearly indicates an electrical overstress by an external defibrillation. Based on the complaint description it is assumed that the device functionality was present while the pacemaker was implanted and in service. By design the pacemaker is protected against external defibrillation. However, considering the extremely high electrical fields as well as the individual circumstances, e.g., the placement of the defibrillation paddles, a damage to the pacemaker induced by the external defibrillation cannot be excluded completely. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be within specification. In summary, the pacemaker's electronic module was received electrically damaged, most likely due to the occurrence of electrical overstress. A review of the manufacturing records associated with this serial number showed no anomalies.

Event description:
Ous MDR - "no communication possible after defibrillation". This is all of the available information that was provided to us. Should additional information become available, this event will be updated.